Event description:
Materials#: 405671. Batch#: 0001537529. It was reported by the customer that issue with the bupivacaine medication in our spinal trays not working. Verbatim: issue with the bupivacaine medication in our spinal trays not working. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? Unknown. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient went under anesthesia and is fine per the or staff.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Four samples received for investigation. No defects or issues observed. A device history review was performed for lot 0001537529 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no issues or defects observed. The sterilization release record was reviewed for the finished good trays, the requirements for it's release were met. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
Additional information: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? Unknown. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient went under anesthesia and is fine per the or staff.